Manufacturer narrative:
The impella 2.5 and aic console data logs were returned and inspected. Analysis of the device determined there was no damage or defects found that could cause hemolysis. Additionally, the pump passed hemolysis testing, therefore there was no evidence the hemolysis was caused by the device.

Event description:
Support with an impella 2.5 was initiated for acute myocardial infarction and cardiogenic shock on (B)(6). The patient's urine was reportedly red after he was checked into the intensive care unit. The pump was repositioned and the red urine resolved. The following day the clinical team suspected the patient had low blood volume therefore blood replacement products were administered. The patient's red urine returned at this time and was unable to be resolved despite proper pump positioning. The pump was removed on (B)(6) as the patient had stabilized.